Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) developed a hernia that caused the reservoir to become misplaced. The hernia is unrelated to the device. A surgical procedure was performed in which the reservoir was removed and replaced in a new place. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegations could not be confirmed. Based on the information available, a conclusion code of known inherent risk of device was chosen as the allegation relates to hernia and migration which are addressed in our labeling and risk documentation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) developed a hernia that caused the reservoir to become misplaced. The hernia is unrelated to the device. A surgical procedure was performed in which the reservoir was removed and replaced in a new place. There were no patient complications reported.